Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after non device related procedure the patient experienced dizziness and was sent to the clinic for a follow up. It was noted that the non-device related procedure happened two times and the dizziness occurred only after the last procedure. The device was never interrogated prior to or after the procedures. When the patient was hospitalized it was not possible to interrogated the device thus the patient went to the operating room for an emergency procedure. During the procedure the right ventricular (rv) lead was also evaluated and it was noted that the pacing thresholds had increased as well as a decrease in pace impedance measurements. The patient had second degree av block with a ventricular rhythm of 30 beats per minute and it was noted that pace inhibition was seen for > 2 seconds. The rv lead was not repositioned, while the device was explanted and will be returned. No additional adverse patient effects were reported.